Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced unexplained hyperglycemia for several hours despite no recent unannounced intake, with data synced and no alerts on the pump; the user was counseled that the infusion set might be in a suboptimal site and agreed to change the set when able. Symptoms included elevated blood glucose. Outcomes included user self-management without escalation or hospitalization. Investigation included customer interview, review of synced data, and completion of troubleshooting steps, including confirmation of recent meal announcement timing and tubing test performance. Investigation of this case revealed no pump alarms and no identified hardware malfunction, with a suspected infusion site issue as the most plausible contributor. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with a potential infusion site issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.